Event description:
The customer reported that the unit displayed a device shutting down inop message and then the device was not able to be powered back up.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.